Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. There was no blood found to have entered the device. There were no issues. All functional and safety checks were performed to factory specifications.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) may have had a substance that looked like blood enter the catheter. A patient was involved, but no harm was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) may have had a substance that looked like blood enter the catheter. A patient was involved, but no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.